Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have gone to urgent care on (B)(6) 2016 with blood glucose of 510 mg/dl. Customer went to urgent care due to a urinary tract infection. Customer was treated with insulin IV drip. Customer was wearing insulin pump at the time of visit. Troubleshooting was performed on insulin pump. During troubleshooting, insulin pump passed high pressure test. Customer was advised to change infusion set, reservoir and insulin and to contact healthcare professional regarding unexplained high blood glucose.